Event description:
Philips received a complaint by the customer on the v60 indicating that the display was blank when powered on. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was blank when powered on. No parameters were visible and the customer was unable to adjust the brightness. The touchscreen was responsive. The remote service engineer (rse) advised the customer to replace the user interface (ui) assembly with a 2nd generation light crystal display (lcd). The customer replaced the ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.